Event description:
It was also reported that the "dead spot" is left of center about midway down the screen. When boxes open on the screen in that area, they can not be selected. The programmer was returned for repair and calibration.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; moving the stylus found a spot that skips. The display overlay/bezel assembly was found out of electrical specification.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer had an "unresponsive spot on the screen." The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 2067 rf head.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.